Event description:
Patient underwent successful angioplasty of the anterior tibial artery with intermediate success of the peroneal artery. As the physician was pulling the peripheral wire out of the artery, a 29mm tip of peripheral guidewire broke off in a small vessel below the knee. The manufacturer was notified. No intervention was needed. The incident was disclosed with patient and family.======================manufacturer response for glidewire, journey 0.014in x 300cm (per site reporter)======================boston scientific peripheral division representative (B)(4) was notified by cath lab rn (B)(6). Follow-up letter was recieved and is available.

Event description:
Patient underwent successful angioplasty of the anterior tibial artery with intermediate success of the peroneal artery. As the physician was pulling the peripheral wire out of the artery, a 29mm tip of peripheral guidewire broke off in a small vessel below the knee. The manufacturer was notified. No intervention was needed. The incident was disclosed with patient and family.======================manufacturer response for glidewire, journey 0.014in x 300cm (per site reporter)======================boston scientific peripheral division representative (B)(4) was notified by cath lab rn. Follow-up letter was recieved and is available.